Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the disposable tip on the single use distal cover fell out on the end of the scope while being used with the evis exera iii duodenovideoscope during preparation for use. There were no reports of patient harm associated with this event. This complaint is related to patient identifier (B)(6)- maj-2315/single use distal cover/sn unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. At this time, the possible causes for the drop off of the distal cover are presumed to be the following: chemical solutions such as snit-fog agent etc. Adhered to the distal cover, pushing the cover obliquely when it was attached to the subject device, and/or distal cover was easy to be detached from the subject device due to insufficient attachment. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.